Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the patient went into a complete heart block and required a temp pacer and pressor support. Epinephrine (epi) and levo were started. Shortly after epi was started patient went into ventricle tachycardia and was shocked twice. Epi was stopped and amio was started. The patient¿s blood pressure continued to drop so the patient was started on dobutamine. Additionally, it was noted that there were no distal pulses, an indication of limb ischemia. Also, it was reported that the patient had bloody urine. The patient was given two units of packed red blood cells and was noted to be very ill. Survival outcome at explant noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation of vf/vt/af/at, vascular damage - peripheral vessel, and limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. E4 should have been left blank on the initial manufacturer device report number 1220648-2024-16670 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact email revised on manufacturer device report 1220648-2024-16670 in accordance with updated procedures.